Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and low blood glucose. The customer¿s low blood glucose level was 53 mg/dl. The customer declined troubleshoot for high and low blood glucose. The insulin pump and reservoir will not be returned for analysis. Sensor will be returned for analysis.